Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. Pre-op diagnosis was deformity. It was reported that during the procedure, doctor was implanting the iliac screw and the tulip (head) of the screw was broke off from the screw body. Screw tulip lost its connectivity to the body of the screw.  As they were tightening the implant, the screw snapped below the tulip, leaving it partially inserted and preventing use of the screwdriver. Procedure/technique performed was open posterior deformity fixation. Screw was broken at right iliac crest bone.  There was no fragment of broken screw left inside patient body. There were no patient symptoms reported. No further complications reported regarding the event.

Manufacturer narrative:
G2: country of event - mexico. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.